Event description:
It was reported that patient presented in clinic with episodes of non-sustained rv oversensing due to myopotential inhibition. The oversensing was reproduced in clinic with deep inspirations. Programming changes were made. The asymptomatic patient was in good condition and routine monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.